Event description:
The customer reported that the locking system, from the handle support, fell off from the cupola whlie removing the handle during the cleaning process. No injuries were reported. (B)(4).

Manufacturer narrative:
Maquet determined that the customer did not use the original powerled handle support provided by the MFR. It was replaced during the installation with a different model, in order to allow compatibility with the sterilized handles used by this facility. The cause of this event is the clip - part of the locking system from the handle support- has broken and then dislodged from its location while user was manipulating the light. However maquet did not determined yet why the clip has broken. This investigation is on-going and the results will be included in a follow-up report. The handle support has been replaced with a new one and unit returned to service.